Event description:
The patient states she had essure placed in 2004 by another physician. No post-essure hsg available. She had been complaining of pelvic pain for some time so went to another physician for a second opinion. A pelvic ultrasound showed only one device on the right side, and the device appeared to be perforated. The physician performed a hysteroscopy and laparoscopy to evaluate the pelvic pain and essure device on the right. The patient's anatomy appeared normal during laparoscopy, no devices were seen perforated out of the fallopian tubes or uterus, nor could he identify any pathology to explain the cause of her pelvic pain. He then performed hysteroscopy and noted the device on the right to be partially embedded in the myometrium and the remainder trailing into the uterine cavity. He was able to remove the entire device successfully with graspers. No device on the left suggested a previous expulsion of the essure micro-insert. During surgery, he injected some dye into the uterine cavity to check for tubal patency; it appeared the tubes were occluded. Of note, he did not perform a lap tubal as patient states she desires to conceive again. Post-operatively she has recovered and states the pain has resolved. The physician states that in his opinion, the pain was directly related to the perforated essure device.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.